Event description:
It was reported," patient complaint that involved conmed electrodes used in conjunction with the act iii sensor. The cardiac monitoring enrollment period was scheduled for (B)(6) 2012. The patient called lifewatch services, inc., to report a skin irritation from the electrodes on (B)(6) 2012. The patient reported redness, pimples, and swelling." Cleartrace ECG electrodes (catalog number unknown {1700-???}, lot number unknown) were potentially utilized. The patient reported an office consult with a medical professional for treatment of the skin irritation. Fluocinonide cream was prescribed and the physician also advised use of an unspecified over-the-counter medication. Photographs were not available of the skin reaction. The reaction was reported as being in the shape of the entire ECG electrode under all electrode locations. The reaction started with redness a week prior to the telephone call of (B)(6) 2012, (approximately the (B)(6), approximately (B)(6) days after starting the cardiac monitoring period). The electrodes were not returned to lifewatch services; therefore, the electrodes are not available for evaluation by conmed corporation.

Manufacturer narrative:
The cleartrace ECG electrode is intended for use during electrocardiographic (ECG) procedures. This product is a single use, disposable device. The cleartrace ECG electrodes were discarded by the end-user. The original devices or pictures of the devices or skin reaction were not available; therefore, an investigation on the suspect device cannot be accomplished. No product was returned for evaluation or confirmation of defect or confirmation of conmed product. DHR/lhr, device history record/lot history record, review could not be accomplished as the lot number of the device was not available. The patient stated in the patient survey that skin preparation was done to the ECG sites prior to application of the devices by cleaning the sites with soap (type of soap - unspecified). The IFU, instructions for use, states that, "the electrode site should be dry before electrode application. Fluids including skin cleaning solutions, lotions or soapy water may cause skin irritation and loss of adhesion". There could be multiple of possible causes either manufacturing or user related issues for this failure mode. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. The IFU specifies, "the electrode sites should be clean, dry, and free from skin oil prior to electrode application". These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection and visual checks were done to ensure proper production of the devices. The patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. Likely causes of this failure mode include trapped solvents under the ECG electrode device, or, allergic response to an electrode component. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Photographs have not been sent of the device or of the skin irritation. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device not returned to conmed corp.